Event description:
It was reported that during a gastrectomy procedure, although the staples of the one side were deployed, the staples on the other side were not deployed properly at the first firing. The distal 1/3 part of deployed staples on the improper side were unformed. Add'l suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.